Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15539367, model/catalog description: linear st lead kit 70 cm. Sc-1132 (sn (B)(4)), device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that patient underwent ipg and leads replacement procedure due to suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 15539367; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that patient underwent ipg and leads replacement procedure due to suspected malfunction. The patient was doing well postoperatively.